Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s transmission via follow-up remote noted diagnostics issue. Review of the test result section indicated that it appeared that t waves were being sensed by the test rather than the r waves but only during the measurement and did not result in non-sustained v oversensing events. Securesense was on to prevent inappropriate shocks from occurring if oversensing happened. No programming changes were made. Patient will continue to be monitor. No patient consequences were reported.